Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
From additional information received, it was reported that the patient was non-to moderately - complaint with post operative nonweight bearing status. The device fractured following a fall. The fractured components were removed.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision nine (9) months post-operatively to address pain, periprosthetic femur fracture and fracture of the spindle component after multiple falls. Following the revision, the patient demonstrated improvement without further complication involving zimmer biomet devices. Initial operative notes did not note any intraoperative complications. Revision operative notes noted that the spindle component was fractured as well as the bone adjacent to the implant. Additional bone fractures were identified when the device was removed. While the patient was under anesthesia after closing, the surgeon performed a computerized tomography (CT) scan to further identify the fractures and then returned to the operating room to reopen and stabilize the fractures. Wires were placed and no further intraoperative complications were noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Additional medical records were received and reviewed, however, the root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Reported event was confirmed by review of pictures provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical record review states that patient underwent revision right distal femur endoproshtesis due to fracture of spindle component and fracture of the bone adjacent to the implant. The patient also underwent orif of the right periprosthetic femur fracture. During surgery it was noted that multiple small fractures of the bone between the anchor plug and the compress that were noted when the compress device was removed. To get back to stable bone, 2cm of bone was removed from the end of the femur. While still under anesthesia, the patient was taken to CT where the fracture was noted to be from the tip of the stem to the lesser trochanter. Decision was made to return patient to the or, reopen, and stabilize the fracture. Two cerclage wires placed, fracture stabilized without complication. Although this was a surgical reopening, the surgeon identified the complication prior to initial closure then decided to go back into wound for fixation. Office notes dated on (B)(6) 2017, state that patient reports doing extremely well, denies pain, no longer having neuropathic pain, reports moderate compliance with non-weight bearing and crutch and wheelchair use, easily able to walk without antalgia or limp. Xray results state, endoprosthesis hardware in unchanged alignment without fracture or loosening, no findings to suggest tumor recurrence, some ongrowth onto the compress device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: cps nut co-cr-mo alloy catalog # 178512 lot # 526830, cps short anchor plug 12mm catalog # 178554 lot # 264440, cps transverse pin 6pk 28mm catalog # 178526 lot # 837860, cps centering sleeve 15mm catalog # 178537 lot # 318820, oss rs axle catalog # 161035 lot # 661010, oss reinforced yoke catalog # 150493 lot # 815900, oss poly lock pin catalog # 150478 lot # 066500, cps/oss 5cm tpr adapt w/oss sc catalog # 178711 lot # 108540, oss rs 12mm ls tibial bearing catalog # 161094 lot # 201270, oss rs poly fem bushings set/2 catalog # 161034 lot # 456570, oss rs non mod plate long 67 catalog # 161039 lot # 975750, oss rs 8.5cm seg fmrl right catalog # 161123 lot # 540030, oss poly tibial bushing catalog # 150476 lot # 132820, cps transverse pin 6pk 24mm catalog # 178525 lot # 730800. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-00250, 0001825034-2020-00316, 0001825034-2020-00318, 0001825034-2020-00319. Product location is unknown.

Event description:
It was reported that the patient underwent a knee orthopedic salvage procedure. The patient allegedly experienced the knee giving out which resulted in the patient falling to the ground multiple times. Subsequently, the patient was revised due to periprosthetic femur fracture and pain.

Manufacturer narrative:
Upon further review of medical records received, it was identified that the device previously reported did not cause or contribute to the event. The affected device will be reported under 0001825034-2020-00316.

Event description:
Upon further review of medical records received, it was identified that the device previously reported did not cause or contribute to the event. The affected device will be reported under 0001825034-2020-00316.